Event description:
During a coronary drug eluting stenting treatment procedure, the proximal shaft broke. The physician attempted to torque the taxus express drug eluting stent/delivery device catheter, in order to place the stent in the lesion when the proximal part of the catheter broke. The system was successfully removed from the pt without any injury or complications.